Event description:
It was reported to philips that the system failed to boot up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to turned on. Review of the system log file confirmed the malfunction in flex vision as the host pc was not able to connect to the flex vision pc. Upon troubleshooting, fse identified that the 12v supply was absent from the back panel of the m-cabinet. To resolve this issue, fse replaced the mpdu (main power distribution unit) rear panel and power supply and reloaded the software. The defective rear panel box was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. The codes were updated based on the investigation outcome.